Manufacturer narrative:
The patient¿s test strips were tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a neooplastine reagent with a stago analyzer. Results obtained on (B)(6) 2020: at 8:06 am the meter result was 3.5 inr using test strips lot: 37839721 exp. 31-jul-2020. At 10:38 am the laboratory result was 2.2 inr. Results obtained on (B)(6) 2020: the meter result was 3.6 inr using test strips lot: 43002022 exp. 30-apr-2021. The laboratory result was 2.5 inr. The results were taken within 4 hours. The patient¿s therapeutic range is 2.0-3.0 inr.